Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that the right atrial (ra) lead connected to this device was surgically abandoned and replaced due to high out of range pacing impedances and high thresholds. This implantable cardioverter defibrillator (ICD) remains in service with the new ra lead. No additional adverse patient effects were reported.